Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® cat (clot activator tube) plus blood collection tubes, the customer observed the presence of fibrin and poor barrier separation in an unspecified number of tubes. No patient or user impact was reported.

Manufacturer narrative:
Investigation summary: bd received 3 photos for investigation. Evaluation of the three attached photos shows evidence of poor barrier separation, however, fibrin and cap color variation were not observed in the images. A total of 100 retained samples were visually inspected, and no additive abnormality or cap color variation were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality are under statistical control for the month of december 2025. At this time, further testing is not indicated. This complaint is unable to be confirmed for the indicated failure modes fibrin and cap color variation. This complaint has been confirmed for the indicated failure mode poor barrier separation. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® cat (clot activator tube) plus blood collection tubes, the customer observed the presence of fibrin and poor barrier separation in an unspecified number of tubes. No patient or user impact was reported.